Event description:
The patient had knee instability due to laxity and the cause of the laxity is unknown. At 1 year and 9 months post primary the surgeon revised upsized the poly (from 10 to 14 mm) to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 may 2025: lot 2308022: (B)(4) items manufactured and released on 15-may-2023. Expiration date: 2028-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.